Event description:
It was reported by the patient's legal representative that the patient underwent primary hip surgery on (B)(6) 2006. Revision procedure was performed on (B)(6) 2012 due to loose cup, fluid around the hip, thigh pain and raised blood ion levels. This report is based on allegations set forth in patients notice and the allegations therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 1825034-2016-02281.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The following sections could not be completed with the limited information provided. Expiration date - unknown; initial reporter - unknown; manufacture date - unknown. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.